Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the implant is at its maximal expanded position. The returned implant has been passed on to our (B)(4) for investigation. The cog wheel teeth are damaged due to excessive force. Possibly the cog wheel was forced to turn even if the implant was already fully expanded. This led to overstressing/damaging of the teeth. Therefore, a correct function is no longer possible. Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that during an operation, an implant was found to be defective. The implant is not easy to move, it is quite tight. The surgeon had to force it to make it move. Eventually the implant cannot be moved anymore. The surgeon changed to a new piece without a problem. This is report 1 of 1 for (B)(4).